Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a heater wire adaptor could not be connected to the inspiratory tube of an rt206 adult inspiratory-heated breathing circuit. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). The rt206 adult inspiratory-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint inspiratory tube of the rt206 adult breathing circuit was returned to fph in (B)(4) for inspection. A heater wire pin test was performed to see if the returned inspiratory tube could be connected to a heater wire adaptor. Results: a heater wire adaptor could not be fully connected to the heater wire socket of the inspiratory tube. The inspiratory heater wire pins were found split. This prevents the adaptor from connecting to the heater wire socket. A lot check was not performed as no lot information had been provided. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production, and those that fail are rejected. It is possible for the user to damage the heater wire pins during use, for example, if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent or split pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were damaged during production or by the end user. (B)(4).